Manufacturer narrative:
Batch review performed on 04 march 2021: lot 2004419: (B)(4) items manufactured and released on 06-aug-2020. Expiration date: 2025-07-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Another device involved: batch review performed on 04 march 2021: liner: mpact 01.32.4048hct flat pe hc liner ø40/f (k122641), lot. 2005019: (B)(4) items manufactured and released on 23-sep-2020. Expiration date: 2025-09-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in reporting pain due to a dislocation of the head from the liner. The surgeon revised the head 23 days after the primary surgery and the surgery was completed successfully. The liner was left in situ.